Event description:
Pt was revised to address a right-side femoral component which was erroneously implanted into a left-side total knee.

Manufacturer narrative:
Info provided did not indicate a product or label problem, and no products were returned for eval. Root cause determination and corrective action are not indicated as no product related problem was identified. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.